Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 458 mg/dl at the incident. The customer¿s other blood glucose values were 58 mg/dl and 160 mg/dl. The customer was treated with glucose tablets. The customer reported calibration not accepted and change sensor alert on a sensor. The customer stated that in the last 24 hrs they had changed the sensor three times. The insulin pump was in auto mode at the time of the incident. The customer does not allege that the insulin pump was over delivering. The customer stated that the blood sugar was low due to carbohydrate miscalculation. The customer was experiencing low blood glucose for 1 day. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.